Manufacturer narrative:
The device has been received and is being tested and evaluated by a quality engineer. When he has filed his report, I will file a supplemental report.

Event description:
It was reported that, "the silicone seal was found in the patient's abdomen, at the end of the lap chole procedure. It was retrieved with no patient injury or extension of the surgery time."